Event description:
It is reported during a bladder botox procedure using a disposable needle, the nurse experienced a needle stick when withdrawing the needle from sheath. Both the patient and nurse required blood draws to rule out cross infection between them. The lab results showed there was no disease transmission between the two. It is reported there was not malfunction of the needle. The needle was discarded by the facility.